Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the left iliac artery with moderate to heavy calcification and moderate tortuosity. The 10x40mm absolute pro self-expanding stent system (sess) was advanced to the target lesion and the deployment was initiated; however, resistance was noted with the thumb wheel after half of the stent was released, the sheath would not further retract and the stent remained stuck in the sheath. The physician pushed and pulled the sess and ultimately was able to fully release the stent. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported physical resistance / sticking thumbwheel and the reported difficult or delayed activation were unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderate to heavily calcified and moderately tortuous anatomy and/or inadvertent mishandling resulted in the noted multiple kinks on the stent sheath; thus resulting in preventing the shaft lumens from moving freely resulting in the reported thumbwheel physical resistance / sticking and the reported difficult or delayed activation. Manipulation of the compromised device in attempt to deploy the stent resulted in the noted split and separated stent sheath and the noted bent jacket. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d4: lot number was updated. Correction: d4 - expiration date & primary UDI number were updated. Correction: h4 - device mfg date was updated.

Event description:
It was reported the procedure was to treat a lesion in the left iliac artery with moderate to heavy calcification and moderate tortuosity. The 10x40mm absolute pro self-expanding stent system (sess) was advanced to the target lesion and the deployment was initiated; however, resistance was noted with the thumbwheel after half of the stent was released, the sheath would not further retract and the stent remained stuck in the sheath. The physician pushed and pulled the sess and ultimately was able to fully release the stent. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.